Manufacturer narrative:
The tech adjusted the head gas springs to repair the stretcher.

Event description:
Info received indicates the head section is stuck in the up position due to the head gas springs not releasing.